Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 81-102 mg/dl. The customer reverted to an alternate method of insulin therapy. A replacement was sent to the customer to resolve the issue.